Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. It was reported that they experienced pain at the infusion set insertion site. The customer's blood glucose was 584 mg/dl. The auto mode was active at the time of incident. Customer could not troubleshoot for high blood glucose readings. No product is expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.